Event description:
An event involving the product 9.5" smallbore trifuse ext set with 3 microclave clear, nanoclave (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock reporting that tri set infusing was leaking. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for evaluation. Investigation is pending.